Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via survey that a skin reaction occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient experienced a skin reaction at the sensor site, including itching, rash, inflammation/swelling, and infection involving the entire patch area. The onset of symptoms occurred on an unspecified day following sensor insertion. On (B)(6)2026, the patient presented to the emergency room, where they were treated with an ointment and antibiotics; however, the patient was unable to recall the names, dosages, or duration of these medications. The patient was advised to follow up with a dermatologist and a surgeon. The patient subsequently visited a dermatologist. During this visit, it was discussed that a significant infection (reportedly on the head) was believed by the dermatologist to be associated with the dexcom sensor. The patient was prescribed triamcinolone acetonide ointment and cephalexin; however, the patient was unable to recall the dosage or duration of treatment. The patient also reported visiting a surgeon; however, neither the patient nor the reporter could recall the date or details of this evaluation. When asked about any diagnostic testing performed on the affected skin, the patient was unable to confirm whether any tests were conducted. At the time of reporting, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.